Event description:
This lead was capped due to fracture. In (B)(6) 2017, this lead was reported for dropping impedance and loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.